Manufacturer narrative:
The investigation results determined that the adverse event was caused by user error. The technician acknowledges negligence, and his injury is not attributable to device. Magnetic field caution signs were posted in the facility and safety training had been provided. There was no malfunction of the device.

Event description:
It was reported that a technician brought a cart for transporting items into the imaging room and when he parked it near the front of the magnet it cart was adsorbed to the magnet. When the technician quickly tried to pull it off the cart became dislodged and reabsorbed inside the dome. At that time, the technician suffered a laceration on the middle finger of his left hand. The injury was sutured at the hospital.